Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio then replaced the therapy pcb assembly and after observing proper device operation through functional and performance testing the unit will be returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had a service indicator present and had logged an event code in its memory that is indicative of a device issue that could cause a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting monophasic shock delivery. Additionally, defibrillator output energy could be reduced by up to approximately 20% from the selected energy level. There was no report of patient use associated with the reported issue.